Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported fluid to the transducer protector was on the level detector. A fresenius field service technician (fst) could not duplicate the reported issue during testing. All tests passed. The internal transducer protector and line were inspected for any signs of blood or fluid in the line. None were found. Upon follow-up with the registered nurse (rn), it was confirmed there was a blood leak with the machine. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Field service technician investigation could not duplicate the reported problem, thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported fluid to the transducer protector was on the level detector. A fresenius field service technician (fst) could not duplicate the reported issue during testing. All tests passed. The internal transducer protector and line were inspected for any signs of blood or fluid in the line. None were found. Upon follow-up with the registered nurse (rn), it was confirmed there was a blood leak with the machine. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.